Event description:
The customer alleges that the x-ray system stopped working during an emergency examination. Error message: x-ray generator not available was displayed.

Manufacturer narrative:
(Eval method, results, conclusions): the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA. (B)(4).